Event description:
It was reported that the device had a damaged battery compartment. The event occurred during testing. There was no delay in therapy. There was no physical damage reported. There was no patient involvement. Analysis of device found a peeled downstream occlusion (dso) seal.

Manufacturer narrative:
One device was returned for repair. Service history review identified the complaint was not related to a previous service of the device within the review period. The device was in used condition with peeled downstream occlusion (dso) seal. The dso seal was replaced, and the device passed all functional tests after repair.